Manufacturer narrative:
Corrected the manufacture date from (B)(6) 2016 to (B)(6) 2007. This date was entered incorrectly in the last follow up report.

Manufacturer narrative:
Added the product serial number (B)(6). The product was returned to clearwater florida for evaluation and repair. During the evaluation, it was confirmed that the unit had an e2 error when turned on. It was confirmed that the nylon cap washers are loose inside the unit and the encoders were broken. This type of damage is the result of normal wear and tear of the unit. The unit was repaired and returned to the customer. The generator was manufactured in january 2016 and has therefore been in use for approximately 4 years. Based on this information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.

Manufacturer narrative:
The serial number of the device is unknown. There has been a total of (B)(4) sold since january 2016 and with this being the second complaint recorded for a similar occurrence. The unit is being returned to our repair facility for evaluation and repair. Once we have received the repair details, a follow up report will be submitted.

Event description:
The bovie select 247 high frequency desiccator gave out during a procedure. There was a delay in the procedure as a result, but there was no harm to the patient.